Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier alert. Upon interrogation of the device, high voltage lead impedance measured out of range and varied on the right ventricular lead. The lead was screened and showed no abnormality. High voltage testing was normal. The patient would be remotely monitored.